Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x24mm synergy¿ drug-eluting stent was selected for use to treat the lesion. During preparation, it was noticed that the stent struts flared up. The device was not used to the patient. The procedure was completed with a 4x24 non-bsc stent. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage. The proximal end of the stent was pushed distally exposing the balloon wall and causing bunching of the central struts. The distal end of the stent was moved distally over the distal marker band. The manufacturing data for this device was reviewed and there were no anomalies highlighted. The maximum crimped stent profile was found and is within maximum crimped stent profile measurement. The review of the manufacturing crimp data confirmed that the stent was crimped tightly onto the balloon at the time of manufacture. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp markings evident on the exposed section of the balloon wall. A visual and tactile examination of the hypotube identified multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was reviewed. Based on the specified stent protector profile and the maximum crimped stent profile for this device, there were no issues to note with the interaction between the two components, provided that the product stent protector was removed correctly. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x24mm synergy drug-eluting stent was selected for use to treat the lesion. During preparation, it was noticed that the stent struts flared up. The device was not used to the patient. The procedure was completed with a 4x24 non-bsc stent. No patient complications were reported and patient's status was stable.